Event description:
Consumer complaint of low blood glucose results. Caller states her glucose is normally 80-85mg/dl fasting. Results in memory show a reading of 34 mg/dl fasting. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).